Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot #. Add'l info was requested 01/25/2008 by mail and fax. A completed questionaire was returned.

Event description:
A user facility reported a pt is experiencing glare following intraocular lens (iol) implant surgery. The glare is reported to be more severe at night. The pt also reported blurry vision at different distances. In a f/u, the surgeon reports that the pt had a yag capsulotomy four mos following the lens implant.